Manufacturer narrative:
Ml55u (qty 21 - lot:unk) - mfg date:unk. (B)(6). Evaluation of the device indicated that the needles were broken and/or bent. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered I the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).

Event description:
Twenty two devices (part#: mcl55u) were returned to mxi svc and repair.